Event description:
The pt reported no longer hearing sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery has been scheduled for 12/12/96. The healthcare professional has been informed that the explanted device should be returned to co.